Manufacturer narrative:
During unpacking and set-up of a new console by a zoll service representative at the customer site, one of the two led of the sensors on the air trap sensor block of the thermogard console (sn (B)(4)) did not light up. The evaluation of the thermogard console revealed that the probable root cause of the observed issue was a defective air trap sensor block, likely attributed to a defective component. The defective air trap sensor block was replaced to remedy the fault. The defective air trap sensor block issue was verified upon the return of the sensor block to the san jose service depot. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During device inspection at the customer's site, when delivering the thermogard console (sn (B)(4)), a zoll personnel noticed that one of the two led sensors on the air trap sensor block would not light up. No patient involvement.